Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient passed away. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. Treatment for the peritonitis event was not reported. The cause of death was unknown. The patient was hospitalized for the peritonitis event. The patient passed away in the hospital. It was not reported if the patient recovered from the peritonitis event prior to death. An autopsy was not performed. Peritoneal dialysis therapy was reported to be ongoing at the time of death, but it was unknown if the patient was performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. No additional information is available.